Manufacturer narrative:
(B)(4).

Event description:
There was an issue with the catheter. A catheter replacement surgery was planned to occur on (B)(6) 2011. The pump contained morphine 25 mg/ml. During the surgery, the plan was to replace the pump medication with a 2 mg/ml concentration and prime the pump on the back table, then program a catheter volume prime and begin therapy. There was no issue with the pump. Additional information has been requested, but was not available as of the date of this report.